Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The patient fell and the insert dislodged from the tibia tray.

Manufacturer narrative:
An event regarding disassociation involving a scorpio insert was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The insert was found damaged. Review with material analysis engineer indicated there is no material integrity issue. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is dissociation of a polyethylene tibial insert from the metal-backed tray in a primary tka. X-rays demonstrated dislodged of the locking wire along with the polyethylene insert indicate the most likely cause would be incomplete seating and locking of the insert during the primary procedure. No evidence is presented suggesting deficiency of implant materials, design or manufacturing." Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that primary harm involved is disassociation of a polyethylene tibial insert. The locking wire along with the polyethylene insert indicate the most likely cause would be incomplete seating and locking of the insert during the primary procedure. No evidence is presented suggesting deficiency of implant materials, design or manufacturing. The root cause for the incomplete seating and locking of the insert could not be determined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient fell and the insert dislodged from the tibia tray. Update: the surgeon informed that one of his patients had a fall after a total knee surgery 3 months ago. X-ray was taken and it seems like the tibia insert was dislodged from the tibia tray. The locking wire can be seen.